Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level went low (65 mg/dl) because customer delivered a bolus before eating breakfast. Customer consumed orange juice to treat low bg level.